Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, progressively losing sight, was deemed to meet serious injury criteria. The device history could not be reviewed as the lot number was not provided.

Event description:
This consumer report was received from a (B)(6) consumer and concerns a patient who was injected with a total of 8 vials of radiesse, at the age of (B)(6) years. After the injection with radiesse, the patient experienced "progressively losing their sight" and, as reported, the collagen kept building and building. The patient had an MRI which showed the product near the eye area. The patient reported that the events had been ongoing for 2 years. Due to the provided information, the outcome of the events was considered not resolved. In the opinion of the reporter, the events were of severe intensity.